Manufacturer narrative:
Conclusion: the investigation results confirmed that the device has failed due to an external impact to the active electrode. All the problems given in the patient report appear to match well with this finding. This is a final report.

Event description:
The patient was involved in a car accident with the consequence of a cranioencephalic trauma on the left side. Since this accident, the patient no longer has any hearing sensations with the device. The patient was re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient suffered a car accident with the consequence of a cranioencephalic trauma in the left side. Since this she has no hearing sensations with the device.